Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was in the range of 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as in the range of 300 mg/dl. The customer treated for high blood glucose with bolus. The customer was reported that they received sensor updating alert. Customer¿s mother declined troubleshooting. It was unknown that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.